Event description:
The customer reported an uncontained cleaner fluid leak of approximately twenty (20) ml from under the coulter lh 500 hematology analyzer after running controls. There was no report of injuries, erroneous results, direct physical contact with the fluid, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found and replaced cut tubing at pinch valve (pv66) to resolve the leak. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).